Manufacturer narrative:
Product event summary: the ventricular assist device (vad) was returned for evaluation. A review of the pump's manufacturing documentation confirmed that the associated device met all requirements for release. No device malfunction was reported against (B)(4); therefore, the purpose of this analysis is solely to evaluate the performance of the returned device against current manufacturing/design specifications. Review of log files was not performed since log files were not available for analysis. Failure analysis of the returned pump revealed that the device passed visual examination and functional testing. Internal pathological report revealed no evidence of thrombus within the device. Dimensional verification revealed that the front housing disc curvature was found to be deviating from specifications. Given that the pump met specifications prior to release, this deviation was likely a result of the clinical challenge to the pump and based on the null impact on the wet test power consumption, this deviation is not expected to impact pump performance. Based on the investigation conducted, there is no evidence of a malfunction that may have prevented the pump from performing as intended. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer after transplant. The device subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.